Manufacturer narrative:
The user later communicated via text message that they were still hospitalized in the ICU and would follow up once discharged. Subsequent attempts to reconnect with the user after this communication were unsuccessful. Due to lack of user response and inability to collect additional information required for assessment, no further investigation could be completed.

Event description:
On (B)(6) 2026, the user reported experiencing a severe hyperglycemic event that resulted in hospitalization, including admission to the intensive care unit for treatment of diabetic ketoacidosis.